Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician evaluated the device. A defective power supply board was found and replaced. Preventative maintenance and calibration were performed to factory specifications. The unit was returned to service. A supplemental medwatch will be submitted if add'l info becomes available.

Event description:
It was reported that the unit was not making ice. No pt involvement. Ref: (B)(4).